Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.